Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and identified that blood and water had dripped into the geo module, causing a short circuit and triggering an emergency stop. The supplier's analysis did not conclusively determine the cause of the failure, but the replacement of the module successfully restored the system's functionality. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.